Manufacturer narrative:
The complaint of connection issues and leaking could not be confirmed from the representative 24g insyte autoguard devices that were received in sealed packaging. A visual observation and functional test showed no damage, defects, or leaks associated with the reported issues. The affected units were not provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Although the representative samples do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
The hub on the IV catheter does not fit well on the tubing and even after trying to tighten, it leaks significantly. We tried a different tubing and it still leaked. An additional stick had to be done to start a new IV. So the patients had to be stuck multiple times.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.